Event description:
Customer reported a failed display on the passport 2 monitor, which may have resulted in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the high voltage board on the display of the passport 2 monitor. Tested unit according to factory specifications.